Event description:
The customer reported a full segment display with a high pitched tone. The customer stated that the insulin pump was not exposed to extreme temperatures or direct sunlight. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display due to a problem with the mother board.